Manufacturer narrative:
Age at time of event- 18 years or older. Device evaluated by manufacturer: the device was returned for analysis. The handshake connection, sheath, and coil were microscopically and visually examined. The sheath is torn 2.1cm from the strain relief and only 131.6cm of the sheath and 129.9cm of the coil inside the sheath were returned. Both ends of the coil are stretched and broken/detached and the burr was not returned. The related rotawire was returned in two pieces, part of it was in the distal portion of the broken coil and the other part was in the proximal portion of the broken coil. Both parts of the rotawire were removed with little resistance. The proximal part of the coil was stretched and broken at 13.4cm from the handshake connection. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that the burr became stuck in the lesion, detached, and the patient died. The target lesion was located in the moderate to severely tortuous and severely calcified left anterior descending artery (lad). A 1.50mm rotalink plus and a 330cm rotawire were used in an atherectomy procedure. During atherectomy in the lad the burr became stuck in the lesion. The physician then attempted to remove the burr by activating rotation which resulted in the wire becoming severed as well as detachment of the burr from the system. Attempts were made to remove the burr and wire. The patient went into cardiac arrest. Resuscitation efforts were made, however the patient died. The patient was already bleeding heavily at the vascular access site which already compromised hemodynamic stability. Cause of death was due to obstruction of flow.

Manufacturer narrative:
Age at time of event- 18 years or older.

Event description:
It was reported that the burr became stuck in the lesion, detached, and the patient died. The target lesion was located in the moderate to severely tortuous and severely calcified left anterior descending artery (lad). A 1.50mm rotalink plus and a 330cm rotawire were used in an atherectomy procedure. During atherectomy in the lad the burr became stuck in the lesion. The physician then attempted to remove the burr by activating rotation which resulted in the wire becoming severed as well as detachment of the burr from the system. Attempts were made to remove the burr and wire. The patient went into cardiac arrest. Resuscitation efforts were made, however the patient died. The patient was already bleeding heavily at the vascular access site which already compromised hemodynamic stability. Cause of death was due to obstruction of flow.